Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was missing. The customer¿s blood glucose was unknown. The customer reported that a sensor was not started since the signal wasn't found. After having removed them, following various restarting attempts, the customer noticed that the electrode was missing. The sensor will not be returned for analysis.